Event description:
Customer reports lancet will not retract back into the softclix device, after firing: protrudes out of cap. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.